Event description:
The customer reported of communication loss on all of there transmitters (gz's) for about 30 seconds. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all gz transmitters for about 30 seconds. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nkts) sent a request to confirm the device model and serial number with no response received. The root cause is determined to be unknown as no further communication was documented between customer or nk ts, and the device was working as intended after the comm loss ended.

Manufacturer narrative:
The customer reported of communication loss on all of there transmitters (gz's) for about 30 seconds. No patient harm was reported.

Event description:
The customer reported of communication loss on all of there transmitters (gz's) for about 30 seconds. No patient harm was reported.